Event description:
On (B)(6) 2011, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis (pxt231418/8326632, pxc121400/8597125, pxl161207/8351860) to repair an abdominal aortic aneurysm. On an unknown date in 2014, it was confirmed that the patient developed an infection of the aneurysm. It was reported that cause of the infection is unknown; however it is unlikely that the infection was device or procedure related, since it was identified almost four years after the initial procedure. On (B)(6) 2014, the patient underwent an open surgery to repair the infected aneurysm. The devices were all explanted and the vasculature was surgically repaired. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.